Event description:
It was reported that the patient, with a sling device, underwent a surgical procedure to implant a artificial urinary sphincter (aus) for unspecified reasons. No patient complications were reported.